Event description:
Physician performing a bronchoscopy on pt and observed that the plastic inside the ett appeared to be peeling. Ett was exchanged. Endotracheal tube size 8.0.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined. The model is unk therefore 510 (k) cannot be determined. No tube has been returned for failure investigation. No analysis or conclusions can be made w/o the device. Attempts have been made to contact the rptr with no response to date. If a sample is returned for investigation and significant info is identified, a summary of the investigation results will be provided in a supplemental report.